Manufacturer narrative:
The product was returned and the failure mode was confirmed. The handle was visually inspected for damages, and the insulation appears to have been repaired by a third party. Also, there is insulation damage. The probable root causes could be third party repair, or handling during cleaning/processing. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.